Event description:
Reaction to the tibia tunnel after acl procedure. Patient had severe swelling on the tibia side. Intervention after 8 weeks to remove the screws from the tibia. Defects in the tibia needed to be filled up with bone grafts (several cylinders). Acl was still intact, no arthritis in the knee joint.

Manufacturer narrative:
Product recall initiated.